Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. No intervention was performed. No patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing episodes. No intervention was performed. No patient consequences.